Event description:
It was reported that the patient was admitted with frequent low flow alarms and suspected right ventricular (rv) failure. The log file review captured low flows throughout (B)(6) 2022. The low flow events seemed to be a patient hemodynamically related issue and not a device related issue.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed low flow alarms; however, a specific cause for the low flow events could not be conclusively determined through this evaluation. Additionally, a direct correlation between the device and the suspected right ventricular (rv) failure could not be conclusively established through this evaluation. The submitted log file captured transient low flow events throughout its duration as well as low flow alarms on (B)(6) 2022, from (B)(6) 2022 through (B)(6) 2022, and from (B)(6) 2022 through (B)(6) 2022. No notable events were captured, and the pump appeared to have operated as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate ii left ventricular assist system (lvas). No further events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) is currently available. Section 1, ¿introduction,¿ lists right heart failure as an adverse event which may be associated with the use of heartmate ii lvas and provides an explanation of all pump parameters, including pump flow. Section 4, ¿system monitor,¿ provides more information regarding all pump parameters and describes situations which may result in a low flow hazard alarm, including changes in patient conditions. Section 6 (under "pump performance monitoring") explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses the assessment of pump flow. The heartmate ii lvas patient handbook is also currently available. The IFU and patient handbook both outline all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.